Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad and due to plaque shift second endeavor sprint (rx) drug eluting stent was implanted to the distal edge of the initial stent. Approximately 2 days post index procedure, the pt had a myocardial infarction with ischemic cardiomyopathy and thrombus. The pt also developed a change in mental status and fever. The pt was diagnosed with an embolic cva and onset of right eye deficit secondary to embolic events for mitral valve endocarditis, no intracerebral bleed. It is reported that the pt was treated with medication and is continuing with treatment. Investigator has indicated that the event was possibly related to the study device and the study procedure. (Ref MFR# 2953200-2011-00436).

Manufacturer narrative:
(B)(4). Eval, results: (mi, stent thrombosis and cva).